Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Three days into impella cp support, the patient began to experience swelling in their impella leg. It was noted that a pulse was still present in the extremity. A reperfusion catheter was placed in the leg and the patient's swelling began to subside. Support continued with the implanted pump following the intervention.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Optical signal issue: no device was returned for analysis. The data logs confirm placement signal not reliable alarms. The logs show snr dropped to zero at the instant of placement signal going out of range. The contrast barcoded. The lamp went up to 100. The light and gain also dropped at that instant. The root cause of the optical signal issue was most likely due to a damaged fiber line as evidenced by the data logs pattern observed. Limb ischemia: "limb ischemia can occur during impella support. When making a determination as to the cause of the limb ischemia, the following clinical information is necessary: patients pre-morbid condition and peri-procedural condition. Any concomitant medication. Vascular size or variations thereof. Detailed description of the symptoms experienced by the patient. Physical examination findings, including pulse assessment and visual examination of the affected limb. Diagnostic imaging results, such as doppler ultrasound, angiography, or magnetic resonance angiography. Laboratory test results, including blood tests for markers of inflammation or clotting disorders. Any relevant information about risk factors for peripheral arterial disease, such as smoking, diabetes, or hypertension patient's response to previous treatments or interventions for vascular conditions with a returned impella, the max od could be assessed to ensure it is within specification. The product could also be evaluated for any burrs or sharp edges. Additionally, the clinical information above would need to be considered in the context of the returned product. To determine the true root cause of limb ischemia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include placement signal issue description. H6 updated to include placement signal coding. D10 concomitant medical products and therapy dates updated. G1 reporting contact email updated.

Event description:
The complainant also reported that the nurse observed a loss of placement signal for the left ventricle waveforms. Placement signal not reliable alarms were noted. The pump was not explanted due to this issue.